Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during patient treatment error "err 08" occurred on pressure display panel after switching on scp. The ok led on the module was off. No known consequences to the patient. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation and found broken dpm module. The ok led on the dpm was off. After replacing the pressure module, no error occurred. Thus the failure could be confirmed. Most possible root cause for err 08 could be determined as broken dpm module. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).